Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was not working; the stylus touch-pen was unable to make a selection to run a test. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the programmer was not working; there was a horizontal "dead" spot. It was also noted that the paper guide was broken off of the printer drawer, the media bay door latch was broken, the system fan was noisy, hinge plate screws were loose/missing, and the display would not stay up. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.